Event description:
It was reported that during device check one day after implant, it was noted there was non capture on the lead. It was further reported that the lead was dislodged and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.